Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿green goo¿ on the controller power cables was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6) ). Visual inspection of the returned controller revealed green dried substance consistent with fluid ingress on the strain reliefs of both power cables connectors. The returned controller operated a mock circulatory at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The fluid ingress did not affect the controller¿s ability to operate the pump at the set speed. The controller was disassembled for further inspection, revealing fluid ingress on the connector on the main printed circuit board (pcb) for the black power cable and on the black power cable connector on the controller side. Additionally, the outer jacket, protective layers and shielding were removed from both power cables, revealing that the fluid ingress was also beneath the jacket and on the underlying wires. The log file downloaded from the returned controller contained approximately 1.5 days of data (15jul2021 ¿ 16jul2021 per the timestamp). The driveline was disconnected on 16jul2021 at 12:36:19 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The reported ¿green goo¿ is consistent with the power cables being in contact with fluid; however, the root cause of the cables contacting fluid could not be conclusively determined through this analysis. During the investigation there were incidental findings of early stages of conductor breakdown and broken strain reliefs on the connector side of the white power cable and the black power cable. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 system controller was shipped to the customer on 26aug2018. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had green goo on their system controller power cables. A controller exchange was required.